Event description:
The caller was reported discrepant results when compared with the lab. The following results were reportedl 02/22/2006 in ratio 1.9 (pt exhibited bruising and a swolled arm) 02/23/2006 lab 9.0 the device shall be returned for further evaluation.